Manufacturer narrative:
(B)(4). Investigation summary: a review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, foreign matter in barrel) was captured and addressed. As per investigation report completed by manufacturing, it was performed the DHR, maintenance record analysis and quality notification analysis and no deviation were found for this batch. No samples / photos were sent by the customer. The manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint. Investigation conclusion: the incident reported by this complaint will be monitored to tendency analysis. Root cause description: not being possible performing an investigation and determine the root cause for the incident.

Event description:
It was reported that bd plastipak¿ 1ml insulin syringe had foreign matter. This was discovered before use. The following information was provided by the initial reporter: syringe 1ml is with a different coloration in the central part, it appears to be dirty.